Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.